Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message when scanning the adc freestyle libre sensor. As a result of the customer not being able to monitor their glucose, the customer experienced dry mouth, blurred vision, being tired, and was unable to treat themselves. Hcp contact was made and the customer was provided insulin (dosage unknown) as a treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.